Event description:
It was reported that cadd legacy pump alarmed when placed on a set. No patient injury reported.

Manufacturer narrative:
B5: additional information was received indicating that the event had no patient involvement.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated . H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Found fluid ingression on the downstream occlusion sensor was found which caused disposable detected and alarmed. Replaced downstream occlusion sensor. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. Corrected data: d4: correction: model number: 6400.